Event description:
Customer reported that sometimes her pump stayed off for over an hour, which resulted in high blood glucose readings. There was no adverse impact reported to her blood glucose level; however, specific values were not provided. Janice expressed gratitude for her device despite the adjustment challenges, particularly appreciating the ability to sleep through the night. No additional information was received regarding corrective actions.